Event description:
A 64-year-old male with a history of coronary artery disease and dialysis underwent high risk percutaneous coronary intervention (hrpci) and received support with an impella cp device (sn (B)(6)) via right femoral arterial access on (B)(6) 2026 at 15:05. During impella support, the clinical team noted an elevated ldh level in the 4200s and expressed concern for possible hemolysis; however, there were no additional clinical indications of hemolysis, urine remained clear, and echocardiography confirmed appropriate pump positioning with no interaction with the mitral apparatus. No blood products were administered. Hemolysis was identified based solely on ldh elevation, and it is unknown whether removal of the device improved laboratory trends. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The device was not removed due to a device related failure mode. The patient¿s clinical course progressed to withdrawal of care, and the patient expired on (B)(6) 2026 at the time of device explant (10:00). Product return is expected, and a data download has been requested for further evaluation. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to underlying critical condition.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 clinical narrative updated. H6: the medical device code and health effect impact code were updated.

Event description:
Clinical narrative: a 64-year-old male with a history of coronary artery disease and dialysis underwent high risk percutaneous coronary intervention (hrpci) and received support with an impella cp device via right femoral arterial access on (B)(6) 2026 at 15:05. During impella support, the clinical team noted an elevated ldh level in the 4200s and expressed concern for possible hemolysis; however, there were no additional clinical indications of hemolysis, urine remained clear, and echocardiography confirmed appropriate pump positioning with no interaction with the mitral apparatus. No blood products were administered. Hemolysis was identified based solely on ldh elevation, and it is unknown whether removal of the device improved laboratory trends. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The device was not removed due to a device related failure mode. The field representative responded that an echo was done and pump was a bit deep and was pulled back and repositioned. Patient continued to have unstable vt episodes and family decided to transition patient to dnr so patient was not resuscitated per family wishes and care was ultimately withdrawn. The patient expired on (B)(6) 2026 at the time of device explant (10:00). Product return is expected, and a data download has been requested for further evaluation. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to underlying critical condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.